Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Per the initial report, "yesterday had a patient on bypass first homograft had an unusual narrowing where the rpa [right pulmonary artery] split, tissue currently placed in formalin." Patient was on bypass for an extended amount of time.

Manufacturer narrative:
The allograft was returned and in two pieces. The first piece included the muscle band and measured approximately 40mm and the second piece was conduit and measured approximately 15mm at the narrowest portion. There was no other visual damage to the allograft. Due to graft being cut and only a portion of the graft being returned the ¿unusual narrowing¿ could not be verified. A review of processing records was performed and no non-conformances or deviations were identified in this review. According to the processing records, this graft did not contain any attributes that would have rejected the graft. All attributes noted during inspection of the allograft were documented appropriately and the allograft met specifications. A review of training records indicates that the technician who inspected this allograft at packaging was appropriately trained for the task performed. The IFU provides the following information: "the patch may be damaged or the integrity of the pouch may be compromised if not properly handled. Do not implant the cryopatch sg: if the patch is damaged," "do not damage the patch. If the patch is damaged, the patch must be explanted and replaced," "the cardiac thaw and rinse instructions must be followed exactly to minimize physical damage to the patch," and "cryopatch sg is human biological tissue and, as such, presents considerable anatomical variation. Specific allograft attributes (representing normal biological variation) and donor-specific information are described in the allograft diagram and the certificate of assurance supplied with each allograft." The IFU lists "graft stricture" as a potential adverse event that may occur with the use of patch material in cardiac reconstruction.

Event description:
Per the initial report, "yesterday had a patient on bypass first homograft had an unusual narrowing where the rpa [right pulmanary artery] split, tissue currently placed in formalin." Patient was on bypass for an extended amount of time.